Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/6 of his automated peritoneal dialysis therapy. Per initial report, the home pt disconnected from the pt line of the homechoice set. The home pt rec'd the alarm, reconnected and attempted to complete therapy. Baxter's tech service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to ensure that proper procedures be reviewed with the home pt.